Event description:
It was reported that kryptonite-x radiopaque liquid bone complex was used in a revision surgery where a humeral nail was revised to a total shoulder replacement. The humeral stem was painted with kryptonite-x radiopaque liquid bone complex and implanted as a press fit. A review of the x-ray showed expansion out of the distal screw holes. This expansion created some discomfort/irritation to the patient. At 3 months post-op, it was removed and the kryptonite was observed to be putty in consistency.

Manufacturer narrative:
It is not clear what may have contributed to this event. There are several factors that may have played a role in not allowing the kryptonite-x material to fully harden, including but not limited to; insufficient or improper site preparation, too much blood within surgical site, or improper mixing. It would also appear that the use of kryptonite in this surgical procedure/condition would not have been appropriate. Kryptonite-x radiopaque liquid bone complex is not indicated for use were intrinsic stability to the bony structure is required. If additional information becomes available, it will be submitted in a supplemental report. The identified product and product code is designated for export only.